Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with renal colic, positive urine culture for multiresistant klebsiella aerogenes, left hospitalized under treatment with cefepime the patient who was admitted to the hospital on (B)(6) 2021 referred for urology evaluation, evaluated by urgentology, where they document a patient with mrt and secondary neurogenic bladder, with recurrence of urinary tract infection, referred by a new complicated uti; 15 days of pain in the right renal fossa and a urinalysis were performed and started management with cephalexin and ciprofloxacin without subsequent improvement with fever, chills, asthenia, adynamia and emesis. The patient¿s urine culture: positive for klebsiella arogenes ampc and treatment with cephalexin.